Manufacturer narrative:
This is one event for the same pt involving two device reports; pt is associated with a total of six reportable events.

Event description:
The plaintiff's atty alleges that the pt experienced a heart attack caused by the exposure to the product during dialysis treatment.